Event description:
It was reported that there was a backup battery fault on a new out of box 11v emergency backup battery (ebb) three times. The battery was to be given to a patient. The battery and the system controller were exchanged as a precaution.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.